Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod had been deactivated by the user at the end of second prime. The rotational sensor data showed that a second closed-to-open transition with a confirmed open occurred earlier than expected, resulting in first prime ending earlier than expected. First prime ending earlier than expected resulted in the firing flat of the ratchet gear not being lined up with the release bar by the end of second prime, preventing the needle mechanism from deploying as intended. Inspection of the commutator cap found scratch marks and discoloration indicative of contamination. The contamination contributed to the rotational sensor abnormalities that prevented the pod from deploying as intended. It could not be determined if the damage contributed to the rotational sensor abnormalities. The cannula was unable to dislodge from the infusion site as reported, as the device was received with the soft cannula not deployed. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. The pod was received not deployed, having been deactivated at the end of second prime before insulin was delivered. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 24 and 36 hours. While the patient was working, the pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. The patient also reported insulin leaking while wearing the pod. As treatment, the patient applied a new pod.